Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: complaint reopened due to receipt of two years follow-up imaging. Investigation is based on additional information/imaging and image review. Follow-up 386 days and two years after ivc filter placement demonstrate no evidence of development of significant tilt or change in position of the ivc filter. However, it appears the patient has developed complete occlusion of the ivc beginning at the level of the ivc filter and extending caudally. The ivc filter is filled with hypoattenuating material consistent with thrombus and given the overall shape and configuration of the ivc, this is likely chronic in etiology. The ivc is not distended, but rather slit like in appearance, and there is no hyperenhancement of the ivc wall or pericaval inflammatory changes to suggest acute thrombosis. Given the collapsed appearance of the ivc, evaluating the grades of interaction of the filter legs with the ivc wall is difficult. There appears to be at least one grade 3 interaction between a primary filter leg and a paracaval lymph node, one grade 2 interaction, while the remaining primary and secondary legs demonstrate grade 1 interactions. Only 7 of the secondary legs are appreciated, however, there is no evidence of displaced/fractured secondary legs, indicating the absent secondary limb is likely present and just difficult to perceive due to its close proximity to another leg. There is no discussion in the complaint report regarding any symptoms related to the caval thrombosis. The complaint report does not specify that the patient was on anticoagulation at any point and given the hypercoagulable state from underlying malignancy and the history of prior dvt, the patient at some point thrombosed the entire inferior vena cava extending from the ivc filter, caudally. This likely occurred during one of the episodes of previous ultrasounds while presenting with the right lower extremity thrombosis, however, there was limited evaluation of the pelvic veins/ivc to confirm the suspicion. It is well documented in the literature, that the presence of an ivc filter, even in the setting of anticoagulation, does increase the risk of caval and lower extremity dvt. In the setting of active dvt, the development of caval thrombosis may be due to propagation of thrombus, in situ formation of thrombus around the filter, or potentially from the filter preventing a pulmonary embolus with migration of thrombus which then acted as a nidus for caval thrombosis. Determining which of these scenarios resulted in this case, is not possible. Importantly, there is no comment in the complaint report regarding any symptoms of pulmonary embolism, and the lung bases do not demonstrate pulmonary embolism, suggesting the filter performed its function by preventing pulmonary embolism in the setting of active dvt. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015 the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 6 =11 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or thrombus in ivc prior to filter placement. The filter was deployed into the ivc infrarenal site. There was no evidence of filter deformation or migration with filter tilt of 3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. On (B)(6) 2015 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 6 =11 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 0.8 degrees of filter tilt in the ap view and 1.1 degrees in the oblique view. On (B)(6) 2016 (386 days post-procedure), the 12 month CT was performed. Site data is not yet available. Analysis revealed no filter embolization. There were 2 filter legs with grade 0 interaction with the ivc wall, 8 filter legs with grade 1 interaction with the ivc wall, and 2 legs were not seen. There was no grade 2 or grade 3 interaction noted. Patient outcome: pt remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received on 04dec2017: on (B)(6) 2017, the 2-year follow-up CT of the abdomen and pelvis was performed and revealed no evidence of filter embolization or filter leg interaction with the ivc wall. Analysis of the CT revealed no evidence of filter embolization or pe. The angle of filter tilt in the sagittal plane was 2 degrees and 2 degrees in the coronal plane. There were no grade 0 filter legs, 8 filter grade 1 filter legs, one grade 2 filter leg, and one grade 3 filter leg interaction with the ivc wall that affected a lymph node(s). There was no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture sites. Analysis also noted that the exam was no optimal due to the slice thickness out of range and ¿2 legs/struts not seen.¿ patient outcome: additional information received on 04dec2017: the patient has exited the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: imaging review confirms perforation of ivc by the filter. In addition to perforation of the ivc, the imaging review also found complete occlusion of the ivc. Follow-up ultrasound demonstrated interval development of right-sided dvt. Follow-up CT-scan (386 days post-placement) demonstrates no evidence of significant tilt or change in filter position. However, it appears that the patient has developed complete occlusion of the ivc beginning at the level of the ivc filter and extending caudally. The ivc appears collapsed on the imaging, making it difficult to evaluate the grades of interaction between filter legs and ivc wall. However, regarding the primary legs, there appears to be at least one grade 3 interaction between a primary filter leg and a paracaval lymph node, one grade 2 interaction and two grade 1 interactions. Only 7 of the 8 secondary legs are appreciated, however there is no evidence of a displaced/fractured secondary leg, indicating the missing leg is likely present and just difficult to perceive due to its close proximity to another leg. The complaint report does not describe any symptoms of pulmonary embolism (pe), and according to the imaging review, the lung bases do not demonstrate pe, suggesting the filter performed its function by preventing pe in the setting of active dvt. Pulmonary embolism (pe) is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pe in some cases may originate from upper extremities instead of lower extremity veins. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 6 =11 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or thrombus in ivc prior to filter placement. The filter was deployed into the ivc infrarenal site. There was no evidence of filter deformation or migration with filter tilt of 3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after placement. On (B)(6) 2015 (day of procedure), the post-procedure x-ray was completed which revealed filter tilt of 6 =11 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 0.8 degrees of filter tilt in the ap view and 1.1 degrees in the oblique view. On (B)(6) 2016 (386 days post-procedure), the 12 month CT was performed. Site data is not yet available. Analysis revealed no filter embolization. There were 2 filter legs with grade 0 interaction with the ivc wall, 8 filter legs with grade 1 interaction with the ivc wall, and 2 legs were not seen. There was no grade 2 or grade 3 interaction noted. Patient outcome: pt remains in the study.